Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return, the connector was damaged. It was additionally noted that there were marks on the blue (ventricular) and that the white (atrial) was damaged on the lower case.

Event description:
It was reported that the external pulse generator had the chamber of the ventricular lead broken. The generator was returned to service. No patient complications have been reported as a result of this event. It was further reported that the generator had been returned to service.